Event description:
The physician intended to use the everflex entrust to treat a pre-dilated lesion as per IFU. It was reported the physician encountered difficulty passing the delivery system through the 0.35 guidewire, resulting in guidewire lockup. Difficulty was encountered removing the device and guidewire resulting in partial deployment of the stent with the locking pin still in place. The catheter and guidewire were removed together. Another device was used to complete the procedure. No injury to the patient reported.

Manufacturer narrative:
The everflex entrust device was retuned inside a previously opened everflex entrust box no ancillary devices were included. Visual inspection: the everflex was inspected and noted the red locking pin remained inserted in the handle assembly. A kink between the outer assembly and the blue isolation sheath was noted. At the distal tip approximately 5mm of the stent was exposed. No signs of damage to the stent were discovered. Functional testing: a 0.035" nitrex guidewire from the lab was successfully front and back-loaded through the catheter. An unknown hydrophilic 0.035" guidewire from lab was also successfully front and back-loaded through the catheter. Analysis summary: the everflex entrust was returned in a pre-deployment state. Two different 0.035" guidewires from the lab were able to be successfully loaded.